Manufacturer narrative:
A visual inspection confirmed that the cap on the blue stopcock had cracked off. No other damage was seen on the unit, indicating that the damage was not caused by the unit being dropped. The original box and sterile bag were not returned for investigation. A review of the device history record revealed no production related anomalies. A retention sample from 3cxsx25rx/qm14 was inspected. No anomalies were found in the packaging. All caps were intact and present on the reservoir and sampling manifold. A definitive root cause cannot be determined without the original packaging; however, the event is confirmed due to the noted damage.(B)(4). All available info has been placed in (B)(4) for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiopulmonary systems corp that prior to cardiopulmonary bypass surgery, out of box, the luer lock cap was broken off the sample port. No pt involvement as this occurred out of box. Product was not used. Surgery was successfully completed.